Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2018 with the following findings; the battery compartment was confirmed to be cracked. A battery cap was not returned with the pump for investigation. With a test cap securely in place on the pump, the pump powered on and was successfully exercised for 12 hours without any interruption in power. Investigation confirmed the reported damage but did not duplicate the power issue. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery compartment was cracked, the battery cap o-ring was missing, and the yellow o-ring was visible, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.